Event description:
The user facility reported that water was leaking from their washer. The water spread away from the washer and into the walkway. No injuries or procedural delays/ cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the spray arm retainers were not present. The technician installed the spray arm retainers and confirmed the unit to be operational. The day before the reported event the steris sales representative was conducting in-service training. At the conclusion of the in-service training, the user facility did not place the spray arm retainers back onto the spray arms. The technician advised the user facility of the importance of placing all components back after cleaning.